Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the plunger of the lure slip 20ml syringe did not slide during use. Therefore, another syringe was used instead and there was no replacement of the catheter.

Manufacturer narrative:
(B)(4). The customer reported the plunger of the syringe would not slide during use. The customer returned one 20ml luer-slip syringe. Prior to decontamination, it was noted the piston on the plunger appeared to be deformed inside the barrel of the syringe as the piston was not completely connected to the plunger tip (reference attached files (B)(4). After decontamination, the returned syringe was visually examined with and without magnification. Visual examination of the syringe revealed the piston on the plunger is deformed as compared to a lab inventory syringe (reference files (B)(4). A functional leak test was performed on the returned syringe. Approximately 7ml of water was injected into the syringe. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10 psi for 10 seconds. No leaks were detected between the piston and the barrel. Nonconformance has been initiated to further investigate this complaint issue. Other remarks: the reported complaint of the plunger not sliding during use could not be determined; however, visual examination of the returned syringe revealed the piston on the tip of the plunger was deformed. This could contribute to the functionality of the syringe. After decontamination, functional leak testing was performed on the returned on the syringe and no leaks were found with the luer-slip syringe. A device history record review was performed on the 20ml luer-slip syringe with no relevant findings. The lor syringe is a purchased part. Therefore, based on the observed deformed piston, the potential root cause of this issue is supplier related. A nonconformance has been initiated to further investigate this issue.

Event description:
It was reported that the plunger of the lure slip 20ml syringe did not slide during use. Therefore, another syringe was used instead and there was no replacement of the catheter.

Manufacturer narrative:
(B)(4). A device history record review was performed on the 20cc syringe with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the 20cc syringe with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the syringe not sliding could not be determined based upon the information provided and without the sample.

Event description:
It was reported that the plunger of the lure slip 20ml syringe did not slide during use. Therefore, another syringe was used instead and there was no replacement of the catheter.